Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
A surgeon reported that during a combined cataract/vitrectomy surgery, the system stopped working and an error message displayed. The event occurred after the phacoemulsification was completed and at the beginning of the vitrectomy. The system was rebooted and the surgery was completed using the same system. The surgery was 30 minutes delayed. The surgeon considered that delay as clinically significant. There was no pt impact reported.